Event description:
It was reported that during a total knee surgical procedure, during attempts to cut, it was discovered that the battery oscillator device would not hold the blade device on the saw and could not be re-tightened. It was further reported that the device did not click/vibrate when the user tightened the device. The reporter suspected the roll-pin had sheared off. According to the reporter, the issue appeared to be a disassociation of the tightening knob from the threaded and pinned section of the mechanism. There was a five minute delay to the planned surgical procedure. An identical spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the oscillating head assembly would not hold the blade. It was determined that this was due to foreign fibrous material left behind by a cleaning instrument, causing the locking mechanism to malfunction. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to components worn from to improper cleaning, which is user misuse/abuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.